Event description:
It was reported to nuvectra that the patient experienced unexpected stimulation changes and charging issues due to a motor vehicle accident. Subsequently, the stimulator and lead were explanted.